Event description:
Trade complaint pertaining to competitor allegedly shipping investigational use intraocular lens (iol's) to foreign countries for commercial sale. Complainant had one box of iol's labeled as investigational use from competitor, which he states was obtained from a foreign country.